Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: stapled anopexy: postoperative course and functional outcome in 400 patients. Authors: stefano bona, m.d., francesco battafarano, m.d., uberto fumagalli romario, m.d., mauro zago, m.d., riccardo rosati, m.d. Citation: the ascrs (2008); 51:950¿955. Doi: 10.1007/s10350-008-9228-1. The authors performed a retrospective analysis of postoperative course and functional outcome after at least six months¿ follow-up in a series of 400 patients (262 male and 138 female; age range: 17¿85 years) who underwent stapled anopexy. In 381 patients, pph 01 kit (ethicon) was used and in 15 patients the proximate hemorrhoidal circular stapler pph 03 kit (ethicon) was used. In four patients, 31-mm or 34-mm staplers was used. Reported complications included early postoperative bleeding (n-14) in which 7 patients required reoperation, postoperative pain (n-4) requiring IV narcotics and prolonged stay, anal bleeding after discharge (n-21) in which 7 patients were managed conservatively, with local and temporary hemostatic packing, 4 patients were reoperated and 3 patients received blood transfusion, fecal urgency (n-23) which disappeared within three months in all patients, anal sub-stenosis (n-14) which was successfully treated by dilation with rigid proctoscope in all cases, hemorrhoidal thrombosis (n-5) which was treated conservatively, anal fissure (n-14) in which 4 patients required surgical treatment by anal sphincterotomy and 10 patients were treated with self-dilation, submucosal abscess (n-2) in which were successfully drained, recurrent hemorrhoids (n-4) in which the patients required a reoperation, symptomatic or unpleasant skin tags (n-2)which were removed under local anesthesia in an outpatient setting. In conclusion, treatment of hemorrhoids with circular stapler seems to be effective with low morbidity and high satisfaction rate because of reduced postoperative pain and rapid recovery. This technique also allows improvement of obstructive defecation symptoms, which are seldom studied in patients with hemorrhoids.